Manufacturer narrative:
The reported event was perforation. As received, a catheter was returned in one piece with the by-pass-valve and protective sleeve covering the distal region. After retracting the by-pass-valve and protective sleeve, the protective sleeve was found damaged consistent with procedural damage and blood was noted in this region with the device still attached to the catheter. The device was able to be removed from the catheter manually. X-ray examination did not find any anomalies at the transition zone, torque coil and pull wire. X-ray examination found the released tether wire was slipped at the release tether screw as received.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During the leadless pacemaker (lp) system implant procedure, while in basal position in the right ventricle, the catheter sleeve was pulled back to attempt mapping. The lp moved to apical position. The lp system was repositioned and as mapping was attempted, the transesophageal echocardiogram (toe) revealed a pericardial effusion in the right ventricle. The patient's blood pressure dropped. A pericardiocentesis was performed, followed by a thoracotomy to repair the perforation. The lp was explanted and a traditional pacemaker was implanted. The patient was recovering.